Manufacturer narrative:
Results: the indigo system separator 8 (sep8) bulb was fractured approximately 149.0 cm from the proximal end of the sep8. Conclusions: evaluation of the returned device confirmed the complaint that the bulb was fractured from the separator wire. This type of damage typically occurs due to improper handling during use. If the device is retracted forcefully against resistance, it is likely that damage such as this may occur. These devices are 100% dimensionally inspected and visually inspected for damage during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right femoral vein using an indigo system separator 8 (sep8). During the procedure, the physician had difficulty pulling the sep8 back into an indigo system aspiration catheter 8 (cat8). The physician then pulled back the sep8 again and noticed that it was not stuck anymore; however, the physician noticed under fluoroscopy that the sep8 separator cone ("bulb") unintentionally disconnected from the separator wire. The physician removed both the sep8 and the cat8 from the patient and continued the procedure by performing a balloon embolectomy using another manufacturer's catheters followed by a stent and a percutaneous transluminal angioplasty (pta) of the patient's inferior vena cava (ivc). There was no report of an adverse effect to the patient.